Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Occupation: reporter is synthes sales consultant. (B)(4). Product was not received for investigation, but three x-ray pictures were received. The first is showing the pfna blade in its original post-op position and the second and third show the pfna blade to be migrated toward the hip. The complaint therefore is confirmed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was initially implanted with proximal femoral nail antirotation (pfna) system on (B)(6) 2018. Impending cut in was noted on (B)(6) 2018 and around (B)(6) 2019. Patient felt pain when walking over right hip on (B)(6) 2019. Patient underwent revision surgery on (B)(6) 2019 and implant was exchanged to a shorter blade(original blade l90mm, change to a l75mm blade). The intention of the surgeon was not to remove all the implants, but to change the longer implant to a shorter one. And the exchange process was smooth. No other information provided. Concomitant medical products: unknown screws, trauma (part# unknown, lot# unknown, quantity# 1) pfna nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade. This is report 1 of 1 for complaint (B)(4).